Manufacturer narrative:
Results: the lantern delivery microcatheter (lantern) was ovalized approximately 112.0 cm from the proximal end to the distal tip. Conclusions: evaluation of the returned device revealed that the lantern was ovalized. This type of damage typically occurs due to improper handling during preparation. If the device is forcefully gripped during insertion, damage such as this may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the physician noticed a kink in the lantern delivery microcatheter (lantern) as he was about to insert the lantern into the rotating hemostasis valve (rhv). The damaged lantern was found prior to use and therefore, was not used for the procedure. The procedure was completed using a new lantern without issues.